Event description:
Scrub nurse noticed needle driver tip was broken while case was in progress. X-ray taken showing no foreign objects in abdomen. Scrub nurse later found metal tip in basin on back table.